Event description:
It was reported that the patient had revision tka to replace the insert due to the unstable knee on (B)(6) 2011.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.